Event description:
15 yr old american indian male admitted for curretage and bone grafting rt. Tibial aneuryomal bone cyst. Tourniquet applied to right thigh and inflated to 350mm hg. During procedure pt had quite a bit of bleeding and tourniquet increased to 400 mm hg. The tourniquet lost its pressure and went to 200 mm hg. It would fluctuate between 200-400 mm hg. It would not stay at 400 mm hg. A second tourniquet applied at 400 mm hg and the first tourniquet removed. Blood loss for pt was 1500cc. Pt typed and cross matched for blood but was not transfused.